Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service agent (csa) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at 5:30 pm. The patient reported obtaining what she felt was an inaccurate high result of ¿300 mg/dl¿ with the subject meter; she did not have any symptoms at the time of the result. The patient manages her diabetes with humalog insulin on a self-adjusting dose. In response to the elevated result, the patient reported administering a reduced amount of insulin compared to what she would normally have taken in response to a result of ¿300 mg/dl,¿ as she had doubts over the accuracy of the result. During the initial call, the patient reported developing ¿hypoglycemia¿ half to one hour after the alleged issue occurred. During the follow-up call, the patient described developing symptoms of ¿dizziness, sweating and feeling tired.¿ the patient claimed she took a sugar packet as self-treatment for the symptoms and started to feel better 20 minutes afterwards. During the follow-up call, the patient attributed the onset of the symptoms to the alleged inaccurate high result obtained with the subject meter. At the time of troubleshooting, the csa noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.